Event description:
It was reported that a malfunction occurred on the pump, which was identified with a specific code. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved without the malfunction recurring. The customer was instructed to continue using the pump and to contact support again if any issues reoccurred.